Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25 mm 11500a aortic valve was explanted after an implant duration of 10 months due to unknown reason. The explanted device was replaced with a 25 mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 10 months due to endocarditis. The explanted device was replaced with a 25mm 11500a aortic valve. The patient was in recovery post procedure. Per medical records, the patient presented with fever and chills positive for bacteremia. Echo confirmed endocarditis and patient was sent for urgent surgical intervention. Intra-operatively, large matted amounts of vegetation on nearly all leaflets and around the annulus were noted. Along with vegetation on the undersurface of the valve, moderate pannus was also noted. The valve was explanted and replaced with a 25mm 11500a aortic valve. Post-bypass tee demonstrated normal functioning valve without pvl. The patient tolerated the procedure well and was transferred to the ICU in stable condition.